Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm-383019-leakage. On (B)(6) 2025, after administering an IV drip to a patient, a nurse noticed blood seeping from the IV cannula during needle removal and replaced the IV needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#2259402): 1) the products of this batch were assembled at intima ii auto line 3 in sep 2022 and packaged at cfs package line in sep 2022. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo returned for the complaint. 3. Performed septum leakage test and 45psi leakage test for the retained sample of this batch. The test results showed that no leakage was found in any part of the sample. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.